Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an unknown reason. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic the patient experienced a dislodged magnet during an MRI (3 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI.